Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-01570 and # 3005099803-2012-01571 address these devices. It was reported to boston scientific corporation that an injection gold probe (MFR. # 3005099803-2012-01570) and a resolution clip (MFR. #3005099803-2012-01571) were used on (B)(6) 2012 during an esophagogastroduodenoscopy (egd) within the stomach. According to the complainant, during the procedure, the needle of the injection gold probe would not retract into the sheath. The injection gold probe was withdrawn from the patient, and then the procedure was continued using a resolution clip. However, after the clip locked onto the target tissue, it failed to release from the delivery catheter. The device was withdrawn, and then the procedure was completed using a second resolution clip. No patient complications resulted from this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
(B)(4): needle failing to retract. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.